Event description:
It was reported that during a prostate procedure, @ 98288 joules of use, the tip of the fiber broke off. The physician did not require another fiber as the procedure was ¿completing¿ when the fiber tip broke. No patient injury was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits mild char; the glass cap exhibits moderate devitrification at output window; the distal end of the fiber/glass cap is detached and returned; the distal end of the fiber/glass cap exhibits burnt glue; the glass cap exhibits moderate devitrification at output window. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limits the performance of the fiber.